Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead was over-sensing noise stored as noise reversion episodes and resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was in a stable condition and was asymptomatic.